Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side rupture. Later, healthcare professional reported rupture diagnosed via ultrasound. Healthcare professional later reported "cyst" diagnosed via ultrasound. The event of "cyst" is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Later, healthcare professional reported rupture diagnosed via ultrasound. Healthcare professional later reported "cyst" diagnosed via ultrasound. The event of "cyst" is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening ¿ rupture: observed missing piece of shell assessed as inconclusive. ¿cyst(s)-ndr: unable to observe. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, d9, h3, h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported rupture diagnosed via ultrasound. Healthcare professional additionally reported "cyst" diagnosed via ultrasound. The event of "cyst" is not device related. Device has been explanted.